Manufacturer narrative:
D10: no concomitants. The product associated with the reported event was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 29 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, stiffness, loss of range of motion, swelling, pain, synovitis, effusion, and polyethylene wear. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and decreased range of motion. It cannot be confirmed whether the implanted device was affected by the recall as there were two devices invoiced during the 2020 revision surgery and it cannot be confirmed which device was implanted. The reported prosthesis wear and decreased range of motion could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, and component clinical codes.